Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2013-03881, 2134265-2013-03884. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis of two non-bsc stents and one taxus element stent implanted in the moderately tortuous and severely calcified right coronary artery. The physician assumed that the restenosis occurred due to a "fracture of the stents." A 12mm x 3.50mm nc quantum apex balloon catheter was advanced to the lesion and on the first inflation, the balloon ruptured at 20 atms. The device was removed and replaced with a 15mm x 3.50mm nc quantum apex balloon catheter. On the first inflation the balloon ruptured at 20atms. The procedure was completed with a 3.5mm non-bsc balloon catheter. No patient complications were reported and the patient status was good.

Event description:
Same case as: 2134265-2013-03881, 2134265-2013-03884. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis of two non-bsc stents and one taxus element stent implanted in the moderately tortuous and severely calcified right coronary artery. The physician assumed that the restenosis occurred due to a "fracture of the stents". A 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced to the lesion and on the first inflation, the balloon ruptured at 20 atms. The device was removed and replaced with a 15mm x 3.50mm nc quantum apex¿ balloon catheter. On the first inflation the balloon ruptured at 20atms. The procedure was completed with a 3.5mm non-bsc balloon catheter. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received inside an nc quantum apex shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).